Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. Therefore, a conclusive cause for the reported no pulstile flow observed to be exiting the marker lumen could not be determined. Absence of pulsatile flow from the marker lumen can be affected by numerous factors including, manufacturing deficiency, patient anatomical conditions and/or user technique. Pulsatile flow from the marker lumen of each device is tested during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. No information about user technique was reported; however, improper placement of the marker port in the arterial lumen may cause a slow or no blood flow through the marker lumen. Patient anatomical conditions such as low blood pressure, a blood clot, a small patient vessel diameter and tissue interference may result in the absence of pulsatile flow from the marker lumen. It was reported that the marker lumen was blocked with a clot. Reportedly, after removal and flushing with saline the marker lumen was found to have been blocked with a clot and the most likely cause of the reported absence of pulsatile flow at the marker lumen is the blockage by the blood clot. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and a product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device with a 6fr sheath after a coronary angiogram (cag) diagnostic procedure. Reportedly, there was no pulsatile flow observed to be exiting the marker lumen. The device was removed and flushed with saline and it was found that the marker lumen was blocked with a clot. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician in training in the use of the perclose proglide device. Though requested, additional information was not provided.